Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent upon completion of investigation if device is received.

Event description:
According to the reporter, during a lobectomy, a jerking motion was found to occur towards the distal end of the reload. The reload could not be opened after firing on the pulmonary artery. The jaws were able to open only after simultaneous firing on the gray and blue buttons. There was no injury, delay or adverse event reported.